Event description:
It was reported that stent was prematurely deployed. The target lesion was located in the renal artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment; however, the stent was automatically deployed. Subsequently, the stent was removed with a snare. The procedure was completed with another of the same device. No further patient complications were reported and the patient was still under observation in the intensive care unit.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was loosely folded. The loose folds and contrast in the balloon are consistent with the device having been inflated. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent was prematurely deployed. The target lesion was located in the renal artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment; however, the stent was automatically deployed. Subsequently, the stent was removed with a snare. The procedure was completed with another of the same device. No further patient complications were reported and the patient was still under observation in the intensive care unit.